Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the product was manufactured prior to a redesign of the printed circuit board (dr board) leading to only 180 scope images not available due to a failure of the operation amplification.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the unit did not produce an image when tested with olympus series 180 scopes and the cause isolated to a damaged printed circuit board.

Event description:
A user facility reported to olympus that the "entire unit was not working" and the unit stopped working after changing the pigtail. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.